Event description:
Patient had a cardiac arrest while in bathroom and was placed on hospital bed. An ambu bag was removed from the CPR cart and it failed within one minute of assisted breathing. Nurse noted that the screw cap bulb and the junction of the face mask and bag was unscrewed (not by any intentional staff action). A single-direct one way valve mask was used while another ambu bag was promptly obtained. Patient required transfer to critical care unit and was intubated and placed on a vent.